Event description:
The physician reported low impedance on patient's vns. On the date of implant, the diagnostics were within normal limits and patient was able to feel stimulation when the vns was programmed on initially; however, the patient now reports not feeling stimulation. The vns was disabled and x-rays were performed. The physician notes that x-rays show a bend in the lead very close to the generator, and that an evoked potential measurement shows results that the lead is broken. No other relevant information has been received to date. No known surgical intervention has occurred to date for the lead.

Manufacturer narrative:
Report source, corrected data: initial report inadvertently did not select foreign.

Event description:
It was reported that the patient underwent lead replacement surgery. It was stated that the surgeon was able to see the metal wire of the vns lead. The whole lead was removed including the electrodes. The explanted lead has not been received by the manufacturer to date.

Event description:
The explanted lead was received by the manufacturer. Lead product analysis was completed. The low impedance and abraded outer and inner tubing allegations were not verified in the product analysis, or pa, lab. The condition of the returned lead portion (with the exception of the damaged lead connector and torn coil tubing, which was likely caused by the explant) was consistent with those typically following explant. No obvious anomalies were identified except a set of setscrew marks observed near the end of the lead pin, indicating that the lead had not been fully inserted into the cavity of the generator. No discontinuities were identified in the returned lead portion. There was no evidence to support the low impedance/short circuit condition allegation. However, a large portion of the lead body including the electrode was not returned and, therefore, evaluation could not be made as to that portion of the lead.